Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 424 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated themselves via manual syringe. Customer advised when they removed the cannula from their body they realized they were bleeding. Customer was advised to change out their entire set, reservoir, insulin and to treat per healthcare provider's instructions.